Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet with a dexcom g7 continuous glucose monitor (cgm) experienced a low blood glucose event, with the cgm showing a nadir of 58 mg/dl after a late lunch announcement and subsequent automated meal bolus with correction, followed by continued downward trend. Symptoms included dizziness consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and stabilization at home without escalation of care. Investigation included review of use conditions and education on best practices for meal announcements and treatment of hypoglycemia. Investigation of this case revealed that the low was associated with a delayed meal announcement relative to intake and algorithm-delivered insulin for a meal when glucose was trending down thereafter, consistent with use-related factors rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use environment factors related to meal timing and announcement.